Event description:
Rn (registered nurse) went to place a peripheral intravenous catheter on a patient being admitted to picu [pediatric intensive care unit] for lab work and antibiotics. Upon placing IV, it was found that the needle was half in catheter half out of catheter. The needle pierced through the catheter side and back into the catheter, causing nursing to have to pull the IV access due to risk of infiltrate due to faulty catheter. New IV site obtained with new catheter.